Event description:
Procedure: cholecystectomy. According to the reporter: they had troubles with clips. Massive hemoperitoneum requiring a re-operation 11 hours after the 1st intervention. The cystic artery was bleeding under the clips. The clips had slipped. This was a serious accident with life-threatening.

Manufacturer narrative:
(B)(4).